Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a break in the stylet is confirmed and was determined to be use related. One stylet was returned for evaluation. A microscopic observation revealed the break in the core wire of the returned stylet to have a flat appearance where the break occurred, and the break site of the core wire appeared granular. A profile view of the core wire revealed the wire to have a taper. The complaint of a break in the stylet is confirmed and was determined to be due to a tensile failure. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported that the tip of the stylet inside the powerpicc catheter was found bifurcated in the last step of stylet removal during catheter placement. No obvious resistance was felt during removal of the guide wire. No other information was provided.

Event description:
Customer reported that the tip of the stylet inside the powerpicc catheter was found bifurcated in the last step of stylet removal during catheter placement. No obvious resistance was felt during removal of the guide wire. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.